Event description:
Reportedly, the instrument placed the staples well, but it did not cut completely. The surgeon manually sutured the anastomosis which turned out to be very complicated. It was also reported that add'l rectal tissue was removed. Procedure: low anterior resection. Pt sex: unk.